Event description:
It was reported that the patient presented in clinic for an follow up. Upon interrogation, it was noted that the pacemaker exhibited inappropriate mode switch that caused by far r wave oversensing during left ventricular (lv) capture test. Loss of capture was also noted during the lv capture test. No programming changes were made. No patient consequences was reported.